Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was 505 mg/dl. The customer treated for the high blood glucose level, with a manual injection. The customer states they believe there is an issue with the reservoir pump motor, because of the constant no delivery alarm. Troubleshooting was able to resolve the no delivery alarm, and determined to be a site and infusion set issue. The device will not be returned for analysis.